Event description:
The user experienced questionable ion selective electrode (ise) results beginning on (B)(6) 2011, but discovered erroneous results when a doctor questioned the results on (B)(6) 2011. The user retested the samples on the integra 400 analyzer, then on this cobas c501 analyzer after recalibration and quality control was performed. Of the data provided, the results for 17 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 126 and the repeat results were 132 and 133. The initial chloride result was 88 and the repeat results were 97 and 93. Patient sample 2 initial sodium result was 127 and the repeat results were 135 and 135. Patient sample 3 initial sodium result was 124 and the repeat results were 131 and 131. The initial potassium result was 3.8 and the repeat results were 4.3 and 4.2. Patient sample 4 initial sodium result was 131 and the repeat results were 138 and 139. Patient sample 5 initial sodium result was 127 and the repeat results were 133 and 135. Patient sample 6 initial sodium result was 123 and the repeat results were 131 and 136. The initial chloride result was 93 and the repeat results were 106 and 102. The initial potassium result was 4.3 and the repeat results were 4.8 and 4.9. Patient sample 7 initial sodium result was 127 and the repeat results were 137 and 137. Patient sample 8 initial sodium result was 131 and the repeat results were 139 and 134. Patient sample 9 initial sodium result was 129 and the repeat results were 136 and 137. Patient sample 10 initial sodium result was 127 and the repeat results were 136 and 136. Patient sample 11 initial sodium result was 124 and the repeat results were 130 and 132. Patient sample 12 initial sodium result was 139 and the repeat results were 147 and 149. Patient sample 13 initial sodium result was 128 and the repeat results were 137 and 138. Patient sample 14 initial sodium result was 139 and the repeat results were 145 and 147. Patient sample 15 initial sodium result was 132 and the repeat results were 140 and 140. Patient sample 16 initial sodium result was 130 and the repeat results were 136 and 137. Patient sample 17 initial sodium result was 121 and the repeat results were 130 and 130. The initial results were reported outside the laboratory and the results for patient samples 2, 3, 5, 7, 9, 10, 11, 12, 13, 15 and 17 were corrected. None of the patients were adversely affected as the doctor recognized there was an issue with results running low and contacted the laboratory. The potassium electrode lot number was t98 with an expiration date of 07/31/2012. No information could be provided concerning the sodium or chloride electrodes. The field service representative determined the sipper nozzle was defective. He replaced the sipper nozzle, the reference electrode, sipper tubing, pinch valve tubing, sample probe syringe seal, ise syringe seal and the sipper syringe seal. To verify the analyzer operation, he ran precision testing with results within specification. The user ran calibration and quality control within results within specification.